Manufacturer narrative:
(B)(4). No samples were provided by the customer. No pictures were received. No material# nor batch# was provided. No clarification or further information was received from the customer. This complaint is closed as cannot be determined due to insufficient information.

Event description:
Customer is experiencing unexpected results during antibody identification testing, performed by manual tube method using immucor panoscreen reagents. During correlation studies between greiner and bd, there were unexpected weak positive or negative results with the greiner tubes in the antibody identification when the customer was expected cells to results as positive. This occurred with 4 different samples. The abo/rh and antibody screen testing resulted as expected.